Manufacturer narrative:
One medfusion pump was received with the bottom case cracked and separated from the top case in the back. The c9 capacitor was broken off of the interconnect board causing a primary audible alarm at power up. The top case was cracked at the left front corner. The left plunger case inside screw insert was also cracked as well as the right plunger case. The event history log was reviewed and there was a "motor not running" error. A flow test and inspection were conducted and the reported issue was able to be duplicated. The issue is a result of the customer's impact to the device. The main board was knocked loose from the extrusion and was not installed in the grove and there was impact on damaged bottom case. The bottom case was replaced and the main board was installed into the grove in the extrusion to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump's case was cracked and the pump had a motor error message. There was no reported adverse event.